Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
A surgeon reported that at two and twelve days following intraocular lens (iol) implant surgery, he had two cases were he observed a growth similar to an inflammatory response in the line of the capsulorhexis. The growth was not across the optic of the lens, but just in a circular pattern. Additional information has been requested. There are two medical device reports associated with this event. This is the first of two reports.